Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed that over about a 7 month period, the battery depleted from a battery voltage of 2.77 volts with an impedance of 100 ohms to a battery voltage of 2.67 volts with an impedance of 593 ohms as of (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407658 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) battery voltage level was dropping faster than expected by the customer. Evaluation of stored device data indicated that the battery depletion was likely due to a high current drain occurring within the device. It was recommended the patient follow ups be increased to monthly in order to monitor the battery level. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.